Manufacturer narrative:
D10. Concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot n5g1412y); sigphandle, sig power sigphandle handle (serial unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracic surgery (vats) lobectomy procedure, the two reload stopped cutting and firing in the middle or near the beginning of the stapler. A new reload was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible up to between the 3 and 4 centimeter cut lines. A visual inspection of the returned photo noted one sig60axt reload was partially fired. Functionally, the reload was loaded into a representative instrument. The reload interlock was tested and found to function properly. The interlock was overridden and the reload was applied to test media. The remaining staples were placed correctly, and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The partial fire condition with interlock engagement may occur if the user presses the open key prior to the I-beam reaching the end of the reload. Following retraction, the safety interlock feature will engage and prevent the reload from firing a second time. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.